Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the reported problem. Preventive maintenance was performed. The system was tested and met all product specifications. (B)(4).

Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "silicone oil extrusion was very slow" (device operates differently than expected); "fluid gas pressure exchange seemed to be lower than usual" (device operates differently than expected). A surgeon reported although the parameters displayed were the same as usual, the silicone oil extrusion was very slow and the fluid gas pressure seemed to be lower than usual. The procedure was reported to have taken longer than usual. Peribulbar anesthesia was administered. According to the surgeon, the result observed in the pt involved in this procedure was good. That is, this result was the same he has observed in other pts from other procedures w/o occurrences.